Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received the results of 434 mg/dl, 379 mg/dl and 298 mg/dl on the inform system compared back to back within 10 minutes. Reporter stated that the neonate received unspecified treatment but could not indicate when or how much. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.